Event description:
Lower backcheck valve found to be leaking from intravenous tubing while infusing magnesium and intravascular fluids. Manufacturer response for IV pump set, infusomat space pump IV set 120 in. (Per site reporter). None to date.